Manufacturer narrative:
Device passed displacement test and self test. Device programmed with the current time/date, monitored within a week and the time/date functioning properly. No time/clock anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received time clock anomaly. The customer¿s blood glucose level was 4 mmol/l. Customer stated that the gain was greater than 1 minute per week. Customer stated that the gain was greater than 4 minutes per month. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.